Manufacturer narrative:
Baxter has contacted the account requesting the device to be returned for inspection. The device was not available for evaluation, thus the allegation of o2 desaturation after treatment was not able to be confirmed or refuted. The customer chose to remain with the device at this time because they believe therapy protocol change will correct the issue. The DHR was reviewed and no manufacturing issues were identified, and no abnormalities were found in the record. There were no in-process failures, and no rework or repair was performed on this device.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that on (B)(6) 2025 the patient was not tolerating the prescribed volara device settings as their oxygen saturation level dropped to 80-85% and they required 5lpm o2 to maintain their spo2 greater than 90%. The patient¿s mother noted that the patient¿s baseline o2 requirement was 2lpm and was bleeding in 5lpm when performing volara therapies but still observed desaturations episodes with device use. The patient¿s mother added that the patient started to not tolerate volara therapies approximately 1 week prior to the reported event (around (B)(6) 2025) and had a new infection at the time of the event. There was no report of device malfunction.